Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia while on insulin pump therapy. The patient reportedly had blood glucose measuring equal to or greater than 13.3 mmol/l with trace urinary ketones and associated symptoms indicative of dehydration. The patient reportedly did not experience a serious deterioration in health related to this incident. The patient reportedly was treated by a health care provider at a hospital with insulin via injection. The reporter alleged the insulin pump experienced an intermittent power issue at the time of the alleged adverse event. This complaint is being reported because the patient alleged hyperglycemia while on insulin pump therapy and the alleged pump malfunction was not resolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: review of the black box data revealed the last basal delivery was recorded on the wrong time/date of (B)(6) 2015 at 11:41 am. The time/date was set incorrectly after a pump reset that resulted from an interruption in power from (B)(6) 2015 at 12:11 pm to (B)(6) 2015 at 11:11 am. This discrepancy led to the total daily dose amount appearing to be inaccurate for that period of time. Records of consecutive power on reset events after ¿replace battery¿ alarm were recorded in the black box on (B)(6) 2015, power interruption occurred from (B)(6) 2015 at 04:19 am to (B)(6) 2015 at 9:14 pm. The total daily dose amounts added up to equal the programmed basal rate target. On examination, the battery cap that was returned with the pump for investigation was intact without damage; the cap measurements were within the required specifications and secured to the pump appropriately. Unrelated to the original complaint, the battery compartment was noted to be cracked on the side at the threads and at the case seal. On investigation, the battery cap was secured and then unscrewed ½ turn without interruption in power. An ez-prime sequence was initiated and performed correctly without power interruption, error, alarm or warning occurring. The pump was exercised for 24 hours without issue and the pump was found to be operating within the required specifications without malfunction. Investigation did not duplicate the alleged intermittent power complaint. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.